Manufacturer narrative:
Complaint is unconfirmed. The customer was noticed that aerobic vial (cat# 442023, lot# 3046180) that inserted to the bactec on the 19.09.23 and got positive result on the 21.09.23 was found with the same seq# as a vial from august (449273485916). Photos received showed multiple alerts provided by the fx and epicenter by sep'23. Bd was unable to reproduce the customer¿s experience with bactec product. Quality control department performed a visual inspection and an instrument vial entry test to all retention samples (bactec fx instrument). Barcode sequence numbers were not repeated during the retention samples evaluation. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was incorrect label information associated with one vial. No patient impact reported. The following information was provided by the initial reporter: "the customer noticed that aerobic vial (cat# 442023, lot# 3046180) that inserted to the bactec on the 19.09.23 and got positive result on the 21.09.23 was found with the same seq# as a vial from august (449273485916). As a result of this duplication in the seq# the test result (positive) was sent to the list for different patient."

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was incorrect label information associated with one vial. No patient impact reported. The following information was provided by the initial reporter: "the customer noticed that aerobic vial (cat# 442023, lot# 3046180) that inserted to the bactec on the 19.09.23 and got positive result on the 21.09.23 was found with the same seq# as a vial from august (449273485916). As a result of this duplication in the seq# the test result (positive) was sent to the lis for different patient."